Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated battery compartment is neither damaged nor corroded. Customer also stated that the insulin pump had failed battery test alarm. Customer stated the display returned. The device will not be returned for analysis.